Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument could not connect to the system, difficult to insert the plug into the socket. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was installed on an in-house system and failed the recognition test four attempts via error code 282. There was no report of a recognition failure during this procedure in the system logs. The probable root cause of the recognition issue may be attributed to a corrupted information in the radio frequency identification (rfid). Additionally, the instrument was found to have a dislodged retaining ring and a dislodged bearing from the wrist pitch input disk. The retaining ring was attached to the dislodged bearing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.